Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd connecta¿ stopcock there was leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the "connecta leaked during the chemo drug preparation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2022. H.6. Investigation: our quality engineer inspected the 30 samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. During the inspection of the samples no abnormalities or damages were observed. During leakage testing of the samples no samples showed any signs of leakage. Bd cannot determine a manufacturing root cause since the reported defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported during use of the bd connecta¿ stopcock there was leakage. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: the "connecta leaked during the chemo drug preparation."